Manufacturer narrative:
A product sample was requested; however, no sample was returned to the manufacturer. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported observing small metal-like filings in the vitreous and on the retina during an unknown quantity of vitreoretinal procedures. There has been no report of patient harm. Additional information has been requested.